Event description:
It was reported that low sensing and high capture threshold was observed on the right ventricular (rv) channel. The rv lead was tested intraoperatively and the electrical anomalies were not present. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of low sensing and high capture threshold were not confirmed. The device was received from the field with battery voltage above elective replacement indicator level (eri) level. An electrical and mechanical analysis performed under nominal conditions indicated normal device functionality. A capture test and sensitivity test were performed and revealed no anomalies. A visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported events. A longevity assessment was performed and the device was in normal rage of operation with appropriate remaining longevity.